Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device pending return.

Event description:
It was reported that during preparation of a port placement procedure, the tunneller end allegedly broken. It was further reported that another port was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for themri powerport isp products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one tunneler with the distal tip detached was returned for evaluation. Gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported tunneler fracture and material separation issue as a complete, jagged circumferential break was noted to the distal end of the tunneler. Also, a brittle fracture was noted on the distal end of the device was shown in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, the tunneller end allegedly broken. It was further reported that another port was used to complete the procedure. There was no reported patient injury.